Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca).following predilation, a 38 x 3.50 promus premier¿ drug eluting stent was selected for use to treat the lesion; however, the device was failed to cross the proximal site of the lesion. After several attempts, the physician noted that the stent edge was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).